Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 75cm wallstent® endoprosthesis stent was implanted to treat the lesion. Post deployment, it was noted that the stent foreshortened. The procedure was completed with the implantation of another unspecified stent to cover the foreshortened stent and to extend the total stented area. No further patient complications were reported and the patient's status was fine.